Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9206365. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-25. Medical device lot #: 9206366. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that more product was seen in the bd syringe luer-lok¿ tip during use than the labelled quantity of "10ml". Lot#'s 9206365 and 9206366 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from french to english: "the hcw prepares a product for the syringe. She samples a quantity of 10ml and realizes there's more product according to the information read on the syringe. Clinical consequences observed: risk for products depending on their concentration actions taken: withdrawal."

Event description:
It was reported that more product was seen in the bd syringe luer-lok¿ tip during use than the labelled quantity of "10ml". Lot#'s 9206365 and 9206366 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from french to english: "the hcw prepares a product for the syringe. She samples a quantity of 10ml and realizes there's more product according to the information read on the syringe. Clinical consequences observed: risk for products depending on their concentration actions taken: withdrawal"

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-18 h.6. Investigation summary four fully sealed blister packs containing 10ml syringes (p/n 300912) were received and evaluated. Two of the packages were from batch 9206365 and two were from batch 9206366. The syringes were visually inspected with the scale markings confirmed to be in the correct location on each of the barrels. No defects were observed. All four syringes were tested for volumetric accuracy. The results indicated all four syringes were well withing the iso limit. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.